Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received that part of the trial liner broke was he thread that screws into the polar hole of the cup poked through the trial. He had the screwdriver in the hex and was trying to engage the liner trial into the pinnacle shell. The plastic gave way and the thread was not in the liner trial. It did break into 2 pieces and all pieces of the broken instrument was retrieved from the patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 58x36, +4, 10 deg. Liner trial broke during this revision case. There was no delay in the procedure and no adverse effect to the patient. I had another tray in the room and it was opened and we had a second liner trial to use. I will have my office, (B)(4), return the broken liner trail to (B)(4) so I can get a replacement. Was surgery delayed due to the reported event? No, patient status/outcome/consequences: no.